Event description:
It was reported that multiple episodes of non-sustained lead noise were observed during an in clinic follow-up. Programming changes were made. It was later discovered that the device was still showing signs of oversensing which were reproducible with deep inhalation. It was discovered that programming changes were never made the first time the oversensing was discovered. Programming changes were made and the patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.